Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on the charge coupled device (ccd) unit, the image disappeared during angulation in the upward and downward directions. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the bronchovideoscope had a loose contact causing the image to turn black. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.